Event description:
A patient reported blood glucose results of "208, 109, 212, 244, and 98 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter and test strips are being replaced.